Event description:
The customer reported that, during preparation for use, there was no picture on the monitor and the red light was on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the monitor could be powered on but there was no display. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
Per additional information received on 18may2022: "the device was inspected by field service technician and a fault in the main board was found. The monitor could be turned on, but the image did not appear. The production of the device and the distribution of spare parts have been terminated. The device could not be repaired. Therefore, it was not sent anywhere and was returned to the customer without repair."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections b5, h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 10 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.